Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-21387802-(B)(4): the glass cap exhibits devitrification, and slight detritus buildup around the devitrification area; there are cracks at the fiber/glass cap fusion zone; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Analysis of the returned device revealed cracks at the fiber/glass cap fusion zone; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting. The potential for forward firing may exist. No patient harm reported.